Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and the right ventricular (rv) lead exhibited increasing and high thresholds. It was also reported that the right atrial (ra) lead exhibited high thresholds. The leads remain in use. No further patient complications have been reported as a result of this event.